Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform functional testing due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. Customer reported that buttons may have been pressed when working out. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.